Event description:
The customer reported incorrect weight change alarms on the effluent scale approx 80 minutes after the start of the pt's treatment. The customer stated that the line of the effluent line was not clamped or kinked, there were no leaks and no foreign objects were supporting the bag. There were reported 20-25 incorrect weight change alarms regarding the effluent scale shortly after starting this pt's treatment. Facility's nurse mgr was unable to take the pt off this particular prisma machine since the facility only has one prisma machine in its possession. After troubleshooting the machine for over an hour, the problem appeared to have resolved and the nursing staff was able to run the pt until 2006. During the time of these multiple effluent weight change alarms, a total of 239ml of fluid was actually removed from the pt, indicating an insufficient weight removal of 26lml as the machine was programmed to remove 500ml per hour.